Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (full initila rep name: (B)(6)).

Manufacturer narrative:
Other contact phone number:(B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and performed fiber optic tests, which passed, and no fiber optic or autofill faults were found in the logs. All triggers were properly detected by the device. Functional, calibration, and safety tests were performed and all passed, and the machine was returned to clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit is not sensing the cable to initiate a trigger. There was patient involvement, but no harm reported.